Manufacturer narrative:
(B)(4). The customer?s reported condition of a colleague infusion pump with a constant tone was confirmed and reproduced during product evaluation. The cause of the reported condition was determined to be faulty user interface module printed circuit board (uim pcb). The uim pcb was replaced to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with "constant tone". This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.